Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 220603, d4. Medical device expiration date: 31may2027, h4. Device manufacture date: 01jun2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles 30 g the seal was damaged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: the small 30g 1/2 needles are normally received in individual blister packs attached by 5 with pins. It is before use that we manually separate each needle. But recently, we noticed that we had tears in the blister after separation; a problem that had never been observed before. The tears are more or less important but can cast doubt on the integrity and compromise it. This problem has been observed on internal batch 220600734 as well as other batches such as 220700126.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 304000 and lot numbers 220603 and 220609. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were provided for evaluation by our investigative team. Through examination of the pictures, the blister packages were observed with ripped paper; however, no abnormalities with the perforation could be identified through the pictures. Twenty (20) retained samples of the same lot numbers were obtained from the manufacturing facility for further review. The perforated cutting of the retained samples was found to be within specifications and the strips could be separated without issue. Based on the provided feedback, we understand that an issue related to defective package cutting could have taken place; however, at this time an exact manufacturing related cause could not be determined.

Event description:
It was reported while using bd microlance¿3 needles 30 g the seal was damaged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: the small 30g 1/2 needles are normally received in individual blister packs attached by 5 with pins. It is before use that we manually separate each needle. But recently, we noticed that we had tears in the blister after separation; a problem that had never been observed before. The tears are more or less important but can cast doubt on the integrity and compromise it. This problem has been observed on internal batch 220600734 as well as other batches such as 220700126.